Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the - physician perforated while placing a lead - during implant, the procedure was stopped and the lead was removed.